Event description:
It was reported that pericardial effusion, cardiac tamponade, and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was deployed in a left atrial appendage with a diameter of 20.1mm to 23.6mm. The left atrial pressure was 10mmhg. Before the procedure, pericardial effusion was only noted around the left atrial appendage, and there was no pericardial effusion noted post transseptal puncture. The device protruded towards the left atrial side during deployment, but was still in acceptable position. Echo showed that the compression pressure was 7.0 percent to 10.4 percent with no residual blood flow around the device. The device moved too proximal during the tug test, and the compression rate decreased to 6.7 percent. A partial recapture was performed, and fluoroscopy showed contrast media leakage outside the left atrial appendage. Echo showed an increased pericardial effusion around the left atrial appendage as well as a new pericardial effusion developed around the right ventricle. This same device was attempted to be deployed again to reduce the left atrial appendage blood flow, however, due to residual blood flow around the device, the pericardial effusion worsened. The patient experienced cardiac tamponade. The patient's blood pressure temporarily decreased, but was stabilized by fluid management, vasopressor administration, and drainage of the effusion. Open heart surgery was performed on ten days later. As of the date of this report the patient has moved to a general ward and is currently under consideration for discharge in stable condition.